Event description:
My mother is (B)(6). Knowing my mother had a condition known as "sleep apnea" before she even walked through the hospital front door, she had a stryker knee replacement surgery. They put my mother in an unmonitored recovery room, dosed her out on morphine knowing she had sleep apnea the entire time, especially given the doctor who approved her for this surgery had also prescribed her CPAP for home use, and just left her alone in there. As her son, I didn't realize I also had to be her doctors, nurses, and hospital, too. Please review her website at (B)(4). Actor (B)(4) introduces her website in an effort to bring attention to what happened to her. Stryker's response? "Best of luck." My mother died. That's what stryker gave me in response.